Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of the issue was not determined as no product was returned, no data logs were returned and limited clinical information was provided

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery post percutaneous coronary intervention in a 57-year-old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. The patient was in the ICU on support with the cp. On day 2 of support, the patient experienced hemolysis and urine from the purewick was pink-tinged. The patient's plasma free hemoglobin level was 120. The device was explanted. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.